Event description:
The physician reported a pt who received her first skin test in the right forearm 9/10/1997. On 9/11/1997, the pt phoned the physician and reported that she had redness, itching and bumpiness at the test site. The physician believed the pt had developed a hypersensitivity, and instructed the pt to take oral benadryl for the symptoms. No other medical or surgical intervention was planned or prescribed, and there had been no additional pt follow up since 9/11/1997.